Manufacturer narrative:
Reliability engineering investigated the root cause of this issue and found that when the door of this system was replaced back in 2011, the replacement was performed in the field instead of in the manufacturing facility. Due to the replacement occurring in the field the proper torque setting was not achieved. The manufacturers procedures have since been updated and require the system be sent back to the manufacturer for this type of repair so that proper torque is achieved.

Event description:
A site representative reported that during an open spine case, a screw fell out of the image acquisition system (ias) and fell onto the draped patient, post 3d spin. The surgeon was able to collect the screw on the plastic without issue. The surgeon completed the procedure with the use of the navigation system. The surgeon was confident that no material at the surgical site and did not feel the need for post-op imaging. There was no impact on patient outcome.

Manufacturer narrative:
The site radiographic technologist declined to provide patient information. On (B)(4) 2014 a medtronic representative, following-up with the site tightened all screws inside and outside of the gantry and performed an o-arm system check-out, all areas passed. System is fully functional.